Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was intended to be used in a patient as an accessory product. Aneurysm and vessel morphology were not reported. It was reported that upon opening the package, a deformity on the reliant catheter was noted; specifically, a slice in the plastic tubing was evident at the distal tip of the catheter distal to the balloon. The physician elected not to use the device in the patient and instead used a balloon from another manufacturer successfully. No clinical sequelae were reported, and the patient is fine.